Event description:
The customer contact reported that during preventive maintenance testing at the user facility, while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found when the device was unplugged from ac power a power loss occurred. During testing while on dc power only the device powered on; however, it was noted the device would intermittently loose power when knocked onto a bench. It was observed that when the power loss occurs, the device made a chirp tone. There was an audible alarm tone during alarm conditions during testing. A loose battery contact and etching was noted on the surface of the battery contact and etching was noted on the surface of the battery contact on the middle printed circuit board. This may cause intermittent contact between the aa batteries and the positive battery contact which will result in intermittent power losses. The probable cause may be due to a loose battery contact j104 on the middle printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.